Event description:
It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed, and during the procedure a cardiac perforation occurred. The patient was sent to the intensive care unit and the patient has remained on anticoagulation medication.